Event description:
Screen for scu central monitor void of rhythm pattern, displaying error code "0208". Bedside monitors and alarms remained operational. Number of pts being monitored in scu at time of occurrence was 7.